Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating physical damage on the customer's insulin pump. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer treated their blood glucose levels with insulin pens. The customer was advised to speak to their health care provider to make sure the functions on their insulin pump were working correctly. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.